Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. The following fields have been populated: d8. Correction to g3 of the initial medwatch. The aware date should be 06-aug-2020. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. The repair center was not able to confirm the customer's complaint; however, they found the scope socket tab was loose and unable to protect the socket pins. The device was repaired and returned to the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the communication malfunction occurred because the connection of the scope was not sufficient due to the loose scope socket.

Event description:
The user facility contacted olympus to report a scope detection problem and that the endoscope connection was damaged. The device malfunction was observed during preparation for use; there was no patient involvement.